Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The complaints describe that there were issues with uh801, 27040eb and 27040nb/6. Further, it was reported, that the customer experienced smoking from connection between 27040eb and uh801. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the smoke was seen from the connection of the device. No physician or patient injury reported.